Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation was confirmed as analysis indicated that a portion of the lead was returned and the lead tip was missing. The conductors were stretched and appeared to be torn.

Event description:
Boston scientific received information that this right atrial (ra) lead got damaged during a laser removal of a competitor lead. The lead broke near the tip and was inadvertently left. The extracted portion was returned to the laboratory. This ra lead was explanted. No additional adverse patient effects were reported.